Event description:
This rv lead was implanted on (B)(6) 2014 and was capped on (B)(6) 2018. A product experience report receive on 09/04/2018 stated that this lead exhibited high shock impedance greater than 125 ohms and undersensing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).